Event description:
During lap chole procedure, the clips were not forming completely. Not known which firing this occurred on. Case completed with new device, same product code, different lot#. No pt consequence.